Manufacturer narrative:
Malfunction in equipment reported from (B)(4). Problem corrected.

Event description:
Consumer complained to store - store complained to distributor - distributor complained to company - consumer also sent direct complaint to company. Upon removal of tampon - string fell off leaving tampon inside vagina.